Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model eg-2990i-us is available in the USA with a 510k number k131902. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the segment fluid damage, the control body fluid damage, the forward body frame fluid damage, the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the mechanical base plate fluid damage, the ccd module with drive pcb fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the shield cover fluid damage, the light guide cable coating damage, the insertion flexible tube compressed (short in length), the insertion flexible tube bite damage, the angle wire play, the angle wire corroded, the segment corroded, the ccd drive pcb corroded, the operation channel (primary) leak, the remote control buttons leak, the objective lens scratched, the lcb distal cover glass scratched, the nozzle gluing dirty, the lg prong top loose, the remote control buttons disinfections damage, the insertion flexible tube lump/wave, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).